Manufacturer narrative:
(B)(4). The pump passed displacement test and self-test. Hardware low level failure confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure. Customer's blood glucose was unknown. Customers stated that they got insulin pump error on second occurence. Insulin pump will be return for analysis.